Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found that the cause of the issue was a faulty latch lock. The latch lock will be replaced to fix the issue.

Event description:
It was reported that the pump¿s infusion filter blockage does not block well and during infusion the pump blocks and signals an error. There was patient involvement and unknown patient harm/adverse event reported.